Manufacturer narrative:
Qn#(B)(4). The customer returned one opened sac kit including one guide wire assembly and an 18ga introducer needle for analysis. Signs of use in the form of biological material were observed on and within the returned components. Visual analysis revealed the guide wire was kinked towards the distal tip and the proximal end. Microscopic examination confirmed the damage. Both welds appeared full and spherical. No other defects or anomalies were observed with the introducer needle. The major kinks in the guide wire measured 40 mm, 42 mm, and 311 mm from the proximal tip. The guide wire length measured 337 mm, which is within the specification limits of 331-340 mm per guide wire product drawing. The guide wire outer diameter measured 0.61 mm, which is within the specification limits of 0.61-0.64 mm per guide wire product drawing. The needle cannula outer diameter measured 0.0499" , which is within the specification limits of 0.0495"-0.0505" per needle cannula product drawing. The inner diameter of the needle cannula measured 0.041", which is within the specification limits of 0.0410"-0.0430" per cannula product drawing. The guide wire and introducer needle were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The returned guide wire was advanced through the returned introducer needle. Resistance was encountered due to a build-up of biological material. Once cleared, the undamaged portions of the guide wire were able to advance through with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. No evidence of unraveling was observed. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "precaution: do not advance guidewire unless there is free blood flashback. Precaution: maintain firm grip on guidewire at all times. Warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The report of a guide wire/needle resistance with a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed that the guide wire met resistance due to a build-up of biological material inside the cannula of the needle. The guide wire met all relevant dimensional and functional requirements. The introducer needle met all relevant dimensional requirements. A device history record review did not identify any manufacturing related issues. Based on these circumstances, unintentional use error along with needle blockage due to biological material likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the swg rubs against the needle and gets damaged. Need to force to remove it with risk of arterial lesion. The swg unravelled and cannot be used. The clinical consequence was an inguinal hematoma on the femoral artery. The device was replaced, and the insertion site was changed to resolve the issue. The condition of the patient is reported to be 'fine'. This issue was observed on several devices, though without any clinical consequences for the patients". The associated emdr report numbers are 3006425876-2025-00142 and 3006425876-2025-00141.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the swg rubs against the needle and gets damaged. Need to force to remove it with risk of arterial lesion. The swg unravelled and cannot be used. The clinical consequence was an inguinal hematoma on the femoral artery. The device was replaced, and the insertion site was changed to resolve the issue. The condition of the patient is reported to be 'fine'. This issue was observed on several devices, though without any clinical consequences for the patients". The associated emdr report number 3006425876-2025-00141.